Manufacturer narrative:
Add'l model#: knowledge index applications content packages 50696, 50698, and 50139. Released in (B)(4) 2011. Add'l catalog#: ks-22004l, ks-22005, ks-22005l, (B)(4). Cerner distributed a priority review flash notification on (B)(4) 2011, to all potentially impacted client sites. The software notification includes a description of the issue and three software modifications that have been made available to correct the issue (51829, 50697, and 51848). Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
The issue involves cerner multum and affects users that utilize the drug database for content related to drug info. In the cerner multum drug database, it is possible for drug interactions filtered on major-contraindicated header severity to not evoke alerts for all drug pairs. Pt care could be adversely affected if these alerts do not display to the user and major contraindicated medications are administered to a pt. Cerner has not received communication on any adverse pt events as a result of this issue.